Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and confirmed the reported issue. The fse found that the concentrated detergent supply line to the diluted detergent tank was too short. As a result, the detergent did not reach the tank and was pumped onto the floor. The fse pulled the slack out of the detergent supply line, which provided enough tubing to properly insert the line into the diluted detergent tank. Repairs were confirmed through approved confirmatory testing. There were no further reports of issues. (B)(4).

Event description:
The customer reported a clear fluid was leaking from underneath an au2700 chemistry analyzer. The instrument operator was wearing all required personal protective equipment (ppe) at the time of the leak; the exact ppe was not provided by the customer. An instrument operator slipped on the spilled detergent, but did not fall; there were no injuries reported in connection with this event. There were no erroneous results generated as a result of the leak.